Manufacturer narrative:
Further information will not be available in the future as reporter does not have additional information. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the lips with 1 syringe of juvéderm® ultra. Two weeks later, patient reported pain with ¿nodules and infected lips.¿ the treating health professional did not think the event was related to the product but in the process. The lips and nodules were dissolved with hyaluronidase, and the patient was given doxycycline for the infection. Events have resolved.